Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. This complaint is related to emdr #1828100-2016-00332. This issue has been an ongoing for about four months and was installed in (B)(6) 2015.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the electronic patient gas system (epgs) took a long time to calibrate. The user facility's biomedical engineer (biomed) stated this issue has caused delays. No other details regarding the nature of this event were provided.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. As per log analysis, the "date problem occurred" was not provided. On (B)(4) 2016 when calibration is attempted, the gas system reboots after logging "entering broken mode 21 (too many events). This can occur if the measured flow value is erratic during calibration. This will also cause the gas system to prevent calibration until another 15 minute warm up occurs. This occurs again on (B)(4) 2016. This could be caused by a flow meter reading erratic flow rates during calibration, or something external causing flow rates to vary. During laboratory evaluation, the product surveillance technician (pst) observed internal and external flow rates did not match and calibration was delayed while the electronic patient gas system (epgs) flow rate varied independently of any control. The pst temporarily replaced the internal flowmeter, and the epgs operated to specifications. He connected the epgs to a system-1 simulator and central control monitor (ccm), attached oxygen (o2) and air at 50 pounds per square inch (psi), entered a perfusion screen on the ccm and waited the 15 minute o2 sensor warm-up period. The pst initiated calibration and calibration passed. The measurement of the direct current (d/c) output voltage from the o2 sensor at 5 liters per minute (l/min) and 100% o2 was 1.49 volts (v), within the specification of 0.55-2.758 volts. During calibration, the air flow was intermittently adjusting itself more than normally experienced. While using the ccm slider control to adjust air flow, the pst found that with the epgs set for 2 l/min and the ccm display showing 2 l/min, the actual flow measured by an external flowmeter was 5-6 l/min. He temporarily replaced the epgs¿s internal flowmeter with a lab use only flowmeter and the epgs returned to normal operation. As per service history, flowmeter was replaced on 26-oct-2015. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.